Manufacturer narrative:
Concomitant product: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was poor communication on the programmer. The patient's symptoms came back and she was unable to connect using the programmer. The patient placed the programmer directly over the implantable neurostimulator (ins) on the skin and synced but this did not resolve the issue. Patient services could not determine what screen was being described. There was a loss of therapy and the patient was going to the bathroom 8-10 times a night which disrupted her work day. This was considered a sudden change in therapy. The symptoms returned 8 days prior to report ((B)(6) 2015). The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain the circumstances that led to the return of symptoms, the steps taken to resolve the issue and to note if the replacement programmer resolved the communication issue. If additional information is received, a follow up report will be sent.